Manufacturer narrative:
Device eval - the suspect device was not returned for eval. The complaint was not confirmed. The physician reported that he continued to use the wire after noticing it was damaged. The device history record was reviewed with no related exceptions noted. The instructions for use warn against "withdrawal, pull back, or manipulation of the guide wire distal tip through the needle tip." The physician reportedly adjusted the wire which may have caused the failure. Eval: method - device history record was reviewed.

Event description:
The physician used the guide wire once and then withdrew the wire to find it kinked about 2cm from the weld where the mandrill is attached. The physician used the kinked wire again for a second access. After insertion of the dilator, the wire was removed to find the floppy tip portion was not attached. The physician used a snare to retrieve the wire tip from the pt's fistula. The physician indicated, he should not have used the damaged wire. There was no harm or injury to the pt reported.